Event description:
The customer reported via phone call that they had a high blood glucose of 520 mg/dl. The customer also reported the reservoir compartment was wet and smelled of insulin. Troubleshooting did not occur at the time of the call. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.